Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose while playing ball. The customer¿s blood glucose level was in the range of 50 mg/dl to 60 mg/dl. The customer reported that tape not sticking and declined troubleshoot. The device will not be returned for analysis.